Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Product labeling states: the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origins (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods. Occupation is patient/consumer. The patient is taking antibiotics. Product labeling states: the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted.

Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek inrange meter compared to an unknown laboratory methodology. On (B)(6) 2022, at 09:00 a.m., at the doctor's laboratory, the patient's inr result was 4.5 inr. On (B)(6) 2022, at 11:32 a.m., the patient's inr result on the coaguchek inrange meter was 6.1 inr. The patient's therapeutic range is 3.0 - 3.5 inr. The serial number of the coaguchek inrange meter is mg00142448.